Event description:
An isi rep reported that the tip of the prograsp forceps instrument would not open or close. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted testing and found that the grips opened and closed properly. The instrument moved intuitively with full range of motion, in all directions. One of the rear housing snap tabs is broken off and the luer plate is dislodged from the chassis. Engineering concluded the housing damage was most likely due to mishandling. Engineering also observed the distal end of main tube has a couple of deep scratches with material removed. The scratches are not aligned with tube axis and were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.